Event description:
Caregiver called stating pump would not work. Only a small amount of fluid drained from feeding bag all day. Caregiver states the "wheel" that the tubing is wrapped around barely moves when the tubing is around it. States when she takes the tubing off the wheel, the wheel moves around about 1/2 a turn, makes a strange noise and begins to shake, no lights are on to indicate there is a problem with the pump.